Manufacturer narrative:
Customer (person): postal code: (B)(6). Phone: (B)(6). Address line 2: (B)(6). Occupation: consultant radiologist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the balloon of a coda lp balloon catheter burst during a thoraco-abdominal aortic aneurysm repair procedure. The balloon was being used in the seal zone between a custom-made device and a distal thoracic device. Once it was inflated, it immediately ruptured. A new balloon was used, which also ruptured, and is also reported under patient identifier: (B)(6). The device was removed through the sheath without issue. As the overlap between the custom-made device and the distal thoracic graft was "on the short side", an additional graft was placed for reinforcement. Re-ballooning was completed using a competitor device without issue. The facility has stated that it is possible barbs from the custom-made device resulted in the balloon rupture. No adverse effects to the patient have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. On the (B)(6) 2021, royal infirmary of edinburgh informed cook of an event with a 72-year-old male patient where the balloon burst during an evar procedure. The complaint device was rpn: coda-2-9.0-35-120-32 (product lot 13885153). The coda balloon was used to mold the junction between the custom-made device (cmd) and the distal thoracic piece, once the balloon was inflated it immediately burst. A new balloon was used, and it also burst. The overlap between the custom-made device graft and distal thoracic graft was on the short side so the physician then used a short 34mm thoracic graft to reinforce and re-ballooned with no problems. There was no bare stent in this cmd design, but there were barbs through the fabric of the most proximal stent. The physician felt that perhaps the barbs in the proximal stent of the custom-made device was a probable cause for the failure. A competitor's trilobe balloon was used for inflation. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and did not experience any adverse effects. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, was conducted during the investigation. The complaint device was returned to cook for investigation. Physical examination of the returned device showed biomatter was present on the device. The failure mode is that the balloon burst. A visual examination and water filled syringe testing was performed. There was no other damage or stretching observed on the catheter shaft. Both marker bands were in place. Additionally, a document based investigation evaluation was performed. Cook reviewed the device history record for the final product lot. There were no nonconformance¿s reported on lot 13885153. No other complaints have been reported on this product lot. Because there were no nonconformance¿s and no other complaints, cook concludes that the complaint device was manufactured per specification. A review of manufacturing documents determined that appropriate inspections are in place relative to the reported device failure. The device was packaged with an instructions for use (IFU). The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use a pressure inflation device for balloon inflation. Precautions: use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse events: vessel dissection, perforation, rupture, or injury. Balloon inflation volume. Do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: rupture of balloon. Maximum inflation volumes. Catheter size.: coda-2-9.0-35-120-32. Max. Volume: 30 cc. Balloon preparation: note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. Remove protective balloon sleeve. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. Purge all air from balloon and close stopcock. Completely deflate balloon and close stopcock. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation. Caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the examination of the returned device, the review of the manufacturing documentation, and the IFU, this investigation concludes that the device was manufactured to specification. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.